Manufacturer narrative:
Based upon the clinical findings, the reported event has been confirmed. Twenty-three months post implant, there was evidence to support: type ia endoleak and aneurysmal growth of the right and left iliac arteries without evidence of an overt endoleak. The secondary procedure was confirmed, for which a right iliac artery angioplasty and (2) non endologix, and (1) endologix suprarenal stents were placed. However, there was evidence of a persistent type ia endoleak four days post repair. A tunneled dialysis catheter was placed at this time; there was progression of renal disease. Approximately two weeks later, a permanent fistula was placed as the patient's renal failure was exacerbated post repair. The patient was discharged to a rehabilitation center for dialysis and physical therapy only to return a few weeks later with confusion due to sedation medication. They returned to the rehabilitation center after medical management of this condition. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event could not conclusively be determined. However, a magnetic resonance image support product use that was incongruent with the IFU due to an iliac diameter of 5.8 cm; and, the cuff diameter was two sizes larger than the main body. Both of these observations might have contributed to this event. Cautionary product use conditions that might have contributed to this event included the presence of chronic renal disease and the resultant minimal contrast utilization on implant, as well as surveillance that did not include contrasted CT images.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it remains implanted in the pt. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the pt had a procedure on (B)(6) 2013 with a bifurcated, a suprarenal, and two limb extensions. Upon follow up, computed tomography revealed the aaa sac increased in size and there was an unk source of leak. Angios performed showed no visible type 1a or type 1b endoleak. No type 3 endoleak shown. Physician elected to place coils in the aaa sac and an iliac extension on the side behind the stent graft. However, it was noted at the end of the case the pt most likely had a type 2 endoleak. No pt injury reported.